Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the device was implanted, it could not be interrogated. The device was explanted and replaced. Patient's condition is stable. No further information was provided

Manufacturer narrative:
The reported inability to interrogate was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.